Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12/12/2014 with the following findings: the pump's keypad cover was completely peeled off and all keys were totally unresponsive due to contamination under the contacts. The contrast button contact was missing from the keypad. Unrelated to the keypad, the display was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that all of the keypad buttons were unresponsive and there was damage to the keypad rubber. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.